Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's age and weight are unknown. The customer did not provide the exact date of the event occurrence.

Event description:
The customer reported that she received a blood glucose reading on the contour next link 2.4 meter that was 40 to 60 mg/dl higher when compared with the hospital's meter. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter, test strips and control solution were sent to the customer.